Manufacturer narrative:
Patient demographics were not available on the date of filing. Initial reporter's name was not available on the date of filing. A software investigation was initiated, however archives and/or software logs were not available as the system was no longer at the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional was inaccurate and went past where the tumor was. Navigation was aborted. No impact on patient outcome. Additional information was received: the site is upgrading their system to a newer model, the system will not be on site again, and therefore no testing and/or analysis will be performed.